Event description:
A user by accident got pricked with the abl90 flex inlet needle. As the needle is used for aspiration of blood samples, there is a risk of infection.

Manufacturer narrative:
The description from the customer indicates that the operator has pushed the inlet gasket back while the inlet module was positioned in the syringe mode. This will cause the inlet probe to go out through the inlet gasket, which in this case caused the operator to be scratched by the inlet probe. According to the IFU and the on-board video guidance, all replacements or maintenance for the inlet module is performed in the capillary position, also referred to as "lift the inlet handle to its highest position" in this position and when the inlet module is taken off the analyzer, the probe can not extend out trough the inlet gasket and thereby there is no risk of the operator to get scratched. In addition to this, the IFU also in chapter 4, replacements and maintenance includes a warning: "warning: risk of infection make sure you do not prick or scratch yourself on the inlet probe." The customer has stated that the operator haven't received any training, which is of label use, since IFU (996-174_m) clearly states in the first chapter, intended use: "the abl90 flex analyzer is intended for use by trained technologists, nurses, physicians and therapists."

Event description:
A user by accident got pricked with the abl90 flex inlet needle (inlet probe). As the inlet probe is used for aspiration of blood samples, there is a risk of infection. On september 2nd, the customer has informed us that the incident happened to a doctor who was checking how the analyzer worked. The doctor had not received any training in use of the analyzer. According to the customer, the doctor removed the sampler from the blood gas machine, pressed the thumb in the area from where the samples are loaded into the machine and got pricked by the inlet probe. The incident did not require hospitalization or treatment by a physician.